Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap protruding from the metal cap, indicating glue failure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The reported complaint was not confirmed. The glass cap exhibited severe devitrification. The metal cap exhibited severe charred debris adhesion on surface. The connector cone, segments, and tabs appear in good condition and secured. Based on analysis results, the interaction between the user and device may have caused or contributed to the observed glue failure. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the tip of the fiber broke. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the tip of the fiber broke. The procedure was completed with another device. There were no patient complications.